Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of adjacent level ddd (degenerative disc disease), stenosis involved in dlif (direct lateral interbody fusion) procedure, levels implanted: l2-l4. It was reported that during procedure, shaver broke. There were no broken fragments left in the patient's body. Product was utilized correctly according to the directions given in the IFU/labeling. There was delay in overall procedure time for one minute. There were no patient symptoms or complications reported as the result of this event.